Event description:
Contact reported that the surgeon over-tightened the removal tool inner-shaft causing the threaded distal tip to break off inside the screw head. The threaded tip was left behind in the screw. The rep stated that the surgeon had fully tightened the device and then continued to apply torque to ensure that it was tight. As an unintended piece of the device was left in the body an MDR is being filed to document this event.

Manufacturer narrative:
Based on the information it appears that the user may have over tightened the device stressing the instrument. The broken piece is embedded in the bottom of the screw head. It is not likely to migrate. Root cause appears to be related to excessive force placing unintended stress on the device.